Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed, which did not replicate or confirm the customer reported event. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system and passed the recognition, engagement tests and cut test. Also, the instrument moved intuitively with full range of motion in all directions, the tips opened and closed properly. The instrument was fully functional.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors were sticking when opening and closing. The procedure was with no reported injury. Intuitive surgical, inc. (Isi) made a follow up attempt to obtain additional information. However, no further details have been received as of the date of this report.